Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. The adjustable pressure limit valve was replaced. No report of patient involvement.

Event description:
The hospital reported the unit failed the preoperative checkout. The adjustable pressure limit valve was exhibiting higher pressure than expected. There was no report of patient involvement.